Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Olympus europa se & co. Kg (oekg) checked the subject device and found that the image did not show when the 165/145 scope was used, and a horizontal line entered the top of the screen. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed that 6 years or more have passed since the product was manufactured and delivered. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results, omsc presumed that parts on the dr board deteriorated due to repeated use for a long time, and the reported phenomenon occurred. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for an unspecified procedure using the subject device, horizontal lines appear on the screen when the video colonoscope and video gastroscope were connected to the subject device. There was no report of patient injury associated with this event. Olympus (B)(4) (oekg) checked the subject device and found that the reported phenomenon was duplicated and there were damaged the sdi unit, dr board, and dp board.